Event description:
It was reported that ¿occasional touchscreen issues where it doesn¿t recognize his touch". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.